Event description:
In 2008, the patient reported the plunger remained attached to the piston rod of her insulin infusion device. She stated some insulin spilled inside the cartridge chamber, though most of the insulin spilled outside of the infusion device. She said, she was able to clean out all of the insulin and detach the plunger from the piston rod. The proper procedure for removing the cartridge was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.